Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer's parent reported via phone call that the insulin pump was exposed to moisture. The parent stated the customer was fishing and fell into the river while connected to the insulin pump. The parent stated the buttons on the insulin pump were not working as a result. Customer's blood glucose was 85 mg/dl. It was also found the insulin pump alarmed button error after the moisture exposure. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.